Manufacturer narrative:
(B)(4). Firing trigger teeth. The analysis results found that the ats45 device was returned with the firing mechanism damaged in good visual conditions and without reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached as to what caused the firing mechanism to fail, it is possible that the device was fired on tissue thicker than indicated or through a locked cartridge. When either or both of these scenarios occur, the components in the firing mechanism can be damaged. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4).

Event description:
It was reported that during an unknown procedure, the device did not work. Another device was used to complete the case with no patient consequence. One device to be returned for analysis. There is no additional information available about the event.